Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2017-00098 addresses the first resolution clip and manufacturer report #3005099803-2017-00099 addresses the second resolution clip. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a procedure to mark the location of a large polyp performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked on the tissue; however, the clip failed to release from the catheter. The same event occurred with the second clip and the procedure was completed with another resolution clip device. The patient's hospital stay was prolonged; however, it was confirmed that this was due to the size of the polyp and not due to the device malfunction. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2017-00098 addresses the first resolution clip and manufacturer report #3005099803-2017-00099 addresses the second resolution clip. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a procedure to mark the location of a large polyp performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked on the tissue; however, the clip failed to release from the catheter. The same event occurred with the second clip and the procedure was completed with another resolution clip device. The patient's hospital stay was prolonged; however, it was confirmed that this was due to the size of the polyp and not due to the device malfunction. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.